Event description:
This pt underwent emerget craniotomy and clipping of carotid aneurysm on 3/12/97. A swan ganz pulmonary artery catheter was inserted in the or. On 3/13/97 at 12:30 am, the sg catheter was replaced. At 9:15 am, pt was found in respiratory distress, was intubated and mechanically ventilated. A right sided chest tube was inserted with a return of approx 1100 cc of blood. Pt had progressive hypotension and hemodynamic instability, went into asystole and was coded. Despite aggressive resuscitative efforts, pt expired at 6:26 pm. Death certificate lists cause of death as cardiopulmonary arrest due to hemothorax. Gross findings at autopsy include a parenchymal hematoma in the right upper lobe of the lung. A gross rupture of the pulmonary vasculature was not identified. Microscopically, a medium-sized blood vessel adjacent to the hematoma showed "intimal disruption with extravasation of rbcs into the parenchyma." The autopsy report states that "there is collapse of the lung at this site, and it is sepculated that this may have been site of rupture secondary to pulmonary artery catheter insertion." The autopsy report also states that "it is difficult to definitely prove this to be the inciting event of the hemothorax." As stated above, this pt underwent two pulmonary artery catheter insertions. The catheter initially inserted in the or was not co's product; the catheter inserted post-operatively was a swan ganz. It has not been determined which, if any, of the pulmonary artery catheters used on this pt resulted in the rupture of a pulmonary blood vessel.